Event description:
The customer had reported false positive reactions presumably caused by carry over. One patient sample yielded a 1+ reaction in cell #1 and a negative reaction in cell #2 when pipetted adjacently to the known anti-d pos. Sample of patient one and resulting negative on both cells when tested independently from other samples on the same instrument. The correct function of the concomitantly used allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lots. The technical field service checked the affected tango optimo and found the result camera settings to be in the specified range with no indication to performance issues. The carryover event could be reproduced on bmd's tango optimo using the us three cell screen assay (absd3). The known anti-d pos. Sample (patient sample 1) yielded 4-fold positive reactions with cell p1 and p2, p3 being negative. The only positive (+/- on visual assessment) reaction on three adjacently pipetted known negative donor samples occurred on cell p1 of the first following sample. There was not enough material to perform an endpoint titration. Our testings strongly suggest that a carry-over event has happened at the customer's site.

Manufacturer narrative:
This is our combined initial and final report on this incident.